Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to an alternate method for insulin therapy. Customer's blood glucose was 360-378 mg/dl.